Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The socket in the hp connector is pushed in causing the unit to have intermittent functions.

Event description:
While using a g310 scaler, the steri-mate and insert were heating up; no injury resulted.